Event description:
During routine daily inspection of mammography equipment the paddle was observed to be starting to crack from within in 2 places. The paddle was immediately removed from service. The OEM-hologic was contacted and a replacement paddle was received within 24 hrs. No harm to any pts. Paddle did not break.